Event description:
It was reported that the patient underwent and unspecified spinal procedure. It was reported that that there was difficulty engaging the set screws and the compressor popped off during the case. No patient complications were reported.

Manufacturer narrative:
Additional information: the device was returned for evaluation. Functional evaluation with retaining, engaging and removing two sample set screws into two sample mas¿s did not identify any issues. Unable to replicate customer concern; after visual review and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the instruments. The instruments appear to be capable of performing their intended function.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.